Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during pre-use check. The ventilator was investigated on site by our field service engineer (fse) and the o2 gas module was replaced and returned for investigation. Simulated test use of the o2 gas module in a ventilator confirmed the reported problem which it failed the pre-use check test with internal leakage test and flow transducer test. The failure was caused by a broken feather spring on the nozzle unit inside the o2 gas module. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded.

Event description:
Manufacturer's ref. #: (B)(4).